Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the solution line of a homechoice cassette and the solution bag which caused a leak. This was further described as "one of the solution bags had disconnected from the solution line and spill under the device". This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. It was not known if the home patient (hp) was connected at the time of the event. Renal therapy services (rts) discussed continuous ambulatory pd with the hp. The hp did have manual supplies. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.